Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart when removed from the storage bag. The following information was provided by the initial reporter: "we have a product complaint on a primary set in which the tubing came apart when pulled out of the storage bag. The product is currently being saved."

Manufacturer narrative:
Investigation: customer provided affected sample. The sample was analyzed under the microscope. The root cause of separation was determined to be the tubing was not inserted all the way to the end of the y port, as there is sufficient solvent residue on both the tubing and smart site arm. A device history record review could not be performed on model 2420-0500 because an invalid lot number was provided by the customer. A device history record review for model 2426-0007 lot number 19125907 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing fell apart when removed from the storage bag. The following information was provided by the initial reporter: "we have a product complaint on a primary set in which the tubing came apart when pulled out of the storage bag. The product is currently being saved."